Event description:
It was reported that pump housing and usb port were damaged, and pins in usb port were affected, which impacted customer ability to charge pump, but pump did not shut down. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, continued using pump despite charging issue, and technical support arranged pump replacement.